Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly, low reservoir alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Pump passed all required test. Prime/fill anomaly, low reservoir alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low reservoir. The customer reported no adverse event. The event involved product(s) mmt-722lcab. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued the use of the device pump. Mmt-722lcab was requested and customer response was the device will be returned.